Manufacturer narrative:
This is replacing emdr # 9610816-2015-00309.

Event description:
The customer reported the ac power adapters on the back of the unit is making a howling sound. There was no report of patient involvement.